Manufacturer narrative:
(B)(4). Approximate age of device - 3 months. The patient remains ongoing with the device; however,a portion of the driveline segment was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported pump stoppages occurred while connected to the mobile power unit. The patient exchanged the system controller; however, the alarms did not resolve. Once the lvad system was connected to batteries, the alarms ceased. The patient was admitted to the hospital and an ungrounded power module patient cable was utilized. The patient was asymptomatic. The manufacturer¿s technical services representative reviewed the submitted log file and confirmed low speed, driveline disconnected, pump off events on (B)(6) 2017 while connected to mobile power unit only. This is indicative of a short to shield condition. External x-ray images submitted showed a possible spot near the bend relief by the controller. On (B)(6) 2017, a distal end percutaneous lead (driveline) replacement was performed. After the replacement, no additional alarms were observed when the patient was placed back on a grounded patient cable. No additional information was provided.

Manufacturer narrative:
The report of pump stoppages was confirmed through the evaluation of the submitted system controller log file. The log file captured numerous low speed and pump stoppage events while the patient was supported by the power module and mpu. Based on the manufacturer¿s complaint history and similar reported event, the data captured in the log file is potentially consistent with a compromised driveline wire. Approximately 16 inches of the external portion/distal end of the driveline was replaced on (B)(6) 2017 and returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for high potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.